Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to the position of the implant which causes irritation at pinna. The patient was reimplanted with another cochlear device during the same surgery.